Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. On may 15, 2008 the medical affairs specialist (mas) spoke with the pt to obtain additional info included below. The pt said her meter stopped working on a week earlier at 8:30 am. She said she did not call lfs immediately because she did not realize the meter could be replaced under warranty; she said she could not afford to purchase another meter. The pt continued to take her usual daily dose of avandamet. She was unable to test with the reported product and did not test with another device for a week from that day. At the end of the month, she went to the ER because she was having frequent urination and lost 4 lbs. A result of 364 mg/dl was obtained in the ER. The pt was treated with IV fluid. She told the mas the ER physician wanted to give her insulin, but she refused to be treated with insulin. The pt was released to home. The customer care advocate (cca) noted that the pt had not replaced the meter battery per the owner's manual. The meter did not turn on when the power button was pressed. The pt did not have test strips when she spoke with the cca. The mas replaced the patient's products because the pt said she had not received the previously replacement product. The complaint is reported because the pt alleges she experienced symptoms associated with hyperglycemia and had to be treated with IV fluid at the ER after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.